Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's father to test the alert functionality and patient's father reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2014. It did not confirm the reported event of intermittent audio.